Manufacturer narrative:
If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting an intraocular lens (iol) in a patient's right eye, the cartridge tip only had contact when they noticed the haptic was bent. It was indicated that the lens was stuck in the cartridge. The doctor removed and completed the procedure with another johnson & johnson lens with the same model and diopter. There were no surgical and/or medical interventions required. The patient was reported to be doing ok post operation and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: mar 10, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck in the complaint emerald cartridge. The lens was removed and visual inspection revealed a damaged and detached haptic, and lens damage. No further issues identified. The complaint issues "haptic damaged and stuck in cartridge" were confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.